Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had a syncopal event. The device was being interrogated to check for anything that could have contributed to the syncope. Boston scientific technical services (ts) were consulted and noted there were no ventricular tachycardia (vt) episodes with therapy, and no check lead alerts. It was noted that there was an episode of pacemaker mediated tachycardia (pmt) which ts noted may or may not have caused the syncope. Ts discussed programming options. It was noted that the patient was at a clinic when the syncope occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.